Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates. Reportedly, after filling the cartridge, the insulin gauge had a 15-20 unit discrepancy. Tandem technical support educated the customer on the residual insulin that is remaining in the cartridge. Additionally, the customer uses cold insulin to fill the cartridge. Recommendation was made by tandem technical support to use room temperature insulin per labeling instructions. There was no impact to the customer's blood glucose level.